Event description:
As reported: "according to our extraction instructions, broken gamma3 nails can be removed with a large extraction hook. Based on this information, the customer ordered a large hook for nail removal. During the surgery, it was discovered that the information in the brochure was incorrect and the extraction hook did not fit into the nail. For this reason, the duration of the operation was extended by one hour and the removal of the nail had to be performed using an alternative method." The extraction hook was used in gamma3 nail revision surgery due to nail breakage.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.